Event description:
A report was received that following an implant procedure the patient was admitted to the hospital due to pneumonia. It was still unknown if pneumonia was device or procedure related. Patient was recovering and was being released from the hospital. It was noted that there was no signs of infection at incision sites.

Manufacturer narrative:
Additional information was received that the patient was diagnosed with pneumonia before the implant and it was not device related. It was noted that pneumonia has resolved.

Event description:
A report was received that following an implant procedure the patient was admitted to the hospital due to pneumonia. It was still unknown if pneumonia was device or procedure related. Patient was recovering and was being released from the hospital. It was noted that there was no signs of infection at incision sites.